Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated the pump was falling apart slowing. The customer stated the bottom button does not work sometimes. The customer stated the pump has cracks and missing pieces. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at esc, act, up, and down due to unlocked lcd keypad connector during visual inspection. Insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.